Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm tested the iabp and observed no display on the cs300. The stm isolated the failure to the pcb inverted circuit for display ; to fix this issue the stm replaced the pcb inverted circuit . All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during testing by the end user the monitor screen of the cs300 intra-aortic balloon pump (iabp) was black upon powering on. There was no patient involvement and no adverse event was reported.